Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a revision breast augmentation with two 700cc mentor smooth round moderate plus profile prostheses and experienced postoperative left-sided deflation and bilateral grade iii capsular contracture . The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent bilateral removal and replacement with 630cc mentor smooth round high profile prostheses (catalog #: 3503630, lot #: 9394049) on (B)(6) 2020. According to the patient's surgeon, the device was inadvertently discarded upon explantation this report is for the right prosthesis.